Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left main (lm). The lesion was predilated with a 2.5x20 mm maverick balloon, inflated to 14-16 atms. The physician placed the 3.00x28 mm taxus express2 drug eluting stent. Upon withdrawal of the stent delivery balloon, withdrawal resistance was experienced. The balloon was inflated and deflated "a few times" and then removed intact. No pt complications were reported. Pt status reported as "perfect."

Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.